Event description:
It was reported that the patient had his device removed and replaced with an inflatable penile prosthesis. The reason for the replacement was not provided, but information indicates the spectra was placed "following priapism". No patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.